Event description:
It was reported that a lead alert triggered, and there was gradual increase, and high impedance readings observed with the left ventricular (lv) lead. In addition, an increase in capture thresholds was exhibited. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lv lead exhibited a possible loss of capture.